Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (pulse test failure) has been confirmed. Upon investigation the monitor was intermittently delivering low energy pulses. The cause for the failure was isolated to multiple contaminated components on the computer/analog pca. The root cause for the contamination was ingress of an unknown substance. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor failed a pulse test.